Manufacturer narrative:
(B)(4). Batch # unk. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Additional information was requested and the following was obtained: what is the patients current condition? Stable and left from hospital. Was the hospital stay extended due to the device issue? No.

Event description:
It was reported that during the laparoscopic radical resection of rectal cancer, after fired, found no staple but with good cut line. Another device was used to complete the surgery. The surgery delayed about one hour, the patient is stable in hospital now.